Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The physician noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross the lesion. The physician noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).